Event description:
On (B)(6) 2026, (B)(6) reported that a male patient presented to his (B)(6) dental office for dental implant placement. The implant placement was performed on (B)(6) 2026 at tooth location #22. During the implant placement, the doctor discovered that the implant fractured and it was removed and replaced on the same day of placement. It was reported that the implant was placed following immediate extraction and was not loaded immediately. No abnormalities with the implant or the packaging were reported. Patient symptoms, bone quality, and oral hygiene were not provided.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).